Event description:
An angio-seal device was deployed in the right groin on 1/28/2000. Manual pressure was applied and hemostasis was achieved. An angiogram was not performed prior to deployment. The pt was placed on a heparin drip the following day and was reported to be in stable condition. Pt presented 2 days post deployment with a hematoma and a swollen leg. Hematocrit dropped from 38 to 24. On 1/30/2000 pt was taken to surgery which identified that the anchor had been placed correctly against the intima of the vessel however, the collagen had been lodged in the inguinal ligament and was not compacted down to the arteriotomy. The surgeon removed the angio-seal device and repaired the vessel. The pt was assessed on 2/3/2000 and was reported to be in satisfactory condition. It should be reported that the physician has stated that the obesity of the pt contributed to this event.